Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient reported having concerns that while in their new refinement aligners, it will affect their bite. The patient stated that she has concerns with continuing treatment due to the jaw discomfort and is asking for a call to further discuss the issue at hand. The patient was provided with helpful tips and was asked to try on previous aligners to see if this helps the fit. The customer support team requested a letter of recommendation from the patient's dentist. The doctor of dental surgery stated that the patient should discontinue their aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.